Manufacturer narrative:
Qn# (B)(4). Additional information requested regarding patient condition and if any intervention required. No additional information received at the time of this report.

Event description:
It was reported that during the procedure (in the emergency department), the catheter is split apart so that the rest would remain in the patient's body.

Event description:
It was reported that during the procedure (in the emergency department), the catheter is split apart so that the rest would remain in the patient's body.

Manufacturer narrative:
(B)(4). The customer returned one arterial spring wire guide for evaluation. Visual examination revealed that the guide wire was unraveled. The guide wire was not severely unraveled, but the coils were no longer wrapped around the core wire. Microscopic examination revealed that the proximal weld was spherical and intact. The distal weld was spherical but was detached from the core wire. Despite this, the distal weld was still attached to the coils. Two kinks were also observed near the proximal end of the guide wire. The guide wire met all relevant dimensional requirements. The kinks in the guide wire were located at 18.5mm and 32mm from the proximal tip. A manual tug test confirmed that the proximal weld was secure. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The IFU also cautions, "use care when removing spring-wire guide. If resistance is encountered , remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The reported complaint of an unraveled guide wire was confirmed by complaint investigation. Visual inspection revealed that the distal weld had detached from the distal tip of the core wire. Despite this, the weld was still attached to the coils. Kinks were also noted near the proximal end of the guide wire. The guide wire met all relevant dimensional requirements and a device history record review did not reveal any findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Based on these circumstances, unintentional user error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.